Event description:
A site representative, registered nurse (rn), reported that while in a functional endoscopic sinus surgery (fess) the surgeon was unable to register the patient using tracer technique. Registration points were shifting to the right and it was noted that the surgeon was not moving the skin during registration. In troubleshooting, the site representative edited the 3d model and adjusted emitter position and status. The emitter showed green status for all instruments with no metal warning. It was stated that the computed tomography (CT) used was from (B)(6) 2014. There was no artifact in the scan. The site switched to pointmerge and attempted to re-register, however, was unsuccessful. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient demographic information was unavailable from the site. The decision to file this report was derived from findings of an internal manufacturer CAPA addressing delay of therapy to the patient. A medtronic representative, following up with the site, completed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
Correction to date referenced in initial report. Incorrectly stated as march 2014, should have read: computed tomography (CT) used was from march 2013.

Manufacturer narrative:
Patient information now provided.